Event description:
(B)(4). It was reported that post percutaneous coronary intervention, chest pain, diaphoresis, myocardial infarction and restenosis occurred. In (B)(6) 2010, the patient presented with chest pain associated with shortness of breath and was diagnosed with unstable angina. Cardiac catheterization was recommended and coronary angiography was performed. Two days from admission, index procedure was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.2 mm. The physician treated the lesion with direct stent placement using a 3.00 mm x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In april 2013, the subject presented with chest pain associated with chest discomfort and diaphoresis and was hospitalized immediately. Troponin was found to be elevated and myocardial infarction was reported. Coronary angiography revealed 99% stenosis located in the distal lad. The physician treated the lesion with balloon angioplasty and placement of a 3.5mm x 18mm unspecified drug eluting stent, resulting in 0% residual stenosis. Two days post procedure, the event was considered resolved without residual effects and was discharged on the same day with aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).